Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization to an aneurysm at the ophthalmic artery segment, an enterprise2 4mmx39mm intracranial stent (encr403912, 6610187) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, lot unknown). The stent was delivered to aneurysm; however, it was found that the positioning of the stent was inaccurate. The physician retracted the stent for repositioning. The stent was impeded in the middle of the microcatheter (mc) during the withdrawal process and could not be delivered. After several attempts, the stent was still impeded in the microcatheter. The doctor removed the stent and microcatheter from the patient¿s body and switched to a new stent (the microcatheter was not replaced) to complete the surgery. The procedure was prolonged about 30 minutes. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Delivery wire ¿ impeded in microcatheter with loss of cerebral target position is a known potential complication associated with the use of the enterprise 2 vascular reconstruction device in the intracranial arteries. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) do contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00331. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization to an aneurysm at the ophthalmic artery segment, an enterprise2 4mmx39mm intracranial stent (encr403912, 6610187) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, lot unknown). The stent was delivered to aneurysm; however, it was found that the positioning of the stent was inaccurate. The physician retracted the stent for repositioning. The stent was impeded in the middle of the microcatheter (mc) during the withdrawal process and could not be delivered. After several attempts, the stent was still impeded in the microcatheter. The doctor removed the stent and microcatheter from the patient¿s body and switched to a new stent (the microcatheter was not replaced) to complete the surgery. The procedure was prolonged about 30 minutes.